Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2004, the plaintiff was implanted with an ams sparc to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, continual bladder and urethra infections", as well as "significant mental and physical pain and suffering" requiring "additional surgery and medical treatment." The plaintiff's attorney also alleged that the plaintiff "sustained permanent injury," and "permanent disability" along with other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.